Event description:
Boston scientific received information that this system was exhibiting oversensing on the right ventricular channel. The oversensing resulted in pacing inhibition which resulted in asystole greater than two seconds for this patient. A revision procedure was performed and this rv lead was removed from service and replaced. No adverse patient effects were reported. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.